Event description:
The hcp reports a patient experiencing withdrawal symptoms one day post pump refill. The patient's symptoms included nausea, vomiting and pain. Following the refill the hcp reported difficulty getting telemetry with the pump. The pump implant duration was over six years so battery depletion was suspected. The drug used in the pump is dilaudid. The patient was hospitalized and the pump was replaced. The patient recovered without sequela.